Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she got an x-ray and forgot to take off the insulin pump and sensor. Customer was advised to disconnect. Customer's blood glucose was in the 150's mg/dl. Customer checked her alarm history and passed the self test. Customer ran the displacement test without a reservoir and it gave no reservoir. Customer mentioned that her blood glucose was over 450 mg/dl last night. Customer was in a lot of pain and knows that could be a factor. Customer stated that her blood glucose came down with insulin and then went up this morning to 293 mg/dl. Customer stated that her blood glucose occasionally goes up in the morning. Customer was advised of dawn phenomenon. Customer declined troubleshooting for high blood glucose. Customer was advised to monitor the issue and to call back if needed.